Event description:
Consumer is alleging that her humidifier was placed on a plastic plate while in use. The humidifier caught fire and damaged the carpet. There was not a report of injury with this incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.